Event description:
It is reported that a customer had a bent sensor and low blood glucose alerts on their insulin pump. The patient's blood glucose level was at 238 mg/dl. The customer stated that there was no significant events that could have led to the issue. The customer stated that they will wait to recalibrate the device and will call the help line if they had any other issues. No further information was provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.